Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The meter result was 2.5 inr. The laboratory result using an unknown reagent was 1.69 inr. The laboratory result at another hospital using an unknown reagent was 1.31 inr. On 01-sep-2020, the laboratory result using an unknown reagent was 2.35 inr. The meter result was 4.2 inr. The result from another coaguchek xs meter was 4.2 inr. The therapeutic range was 1.9-2.8 inr.